Event description:
The patient was admitted to the emergency room (ER) with chest pain and a myocardial infarction (mi). He also had profound phosphatemia, uremia and azotemia. The patient was no home peritoneal dialysis (pd) for the past year. He had a significant drop in his dialysis clearance due to his big muscle mass and being overweight. Prior to this hospitalization, an attempt was made to get him to increase the volume of dialysate to 2500 cc, but he was unable to tolerate this volume. The dialysate volume was cut back down to 2000 cc with an increased frequency of exchanges. While hospitalized, his peritoneal dialysis prescription was increased with good therapeutic effect. He was started on renagel 30 mg with meals for his elevated phosphorous level which was 7 at the time of discharge on (B)(6) 2014.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Clinical investigation: based on the 33 pages of med records info, it appears that this peritoneal dialysis patient was hospitalized from (B)(6) 2014 due to myocardial infarction, uremia, azotemia, and phosphatemia. Prior to his hospitalization, the patient was not receiving adequate peritoneal clearance during pd. Once his pd prescription was changed, he was able to benefit from proper clearance during his pd treatments, and his lab values improved. At the time of diagnosis of myocardial infarction, uremia, azotemia, and phosphatemia, the patient was not receiving pd, as he was a patient in the emergency room. It is undetermined if there is a reasonable causal relationship between the product and the events. There is no history of malfunction, or of the product being out of specification. This event is being filed as an MDR reportable serious injury to comply with our regulatory commitment to report any serious injury while using a fresenius device if the device investigation has not been completed.